Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found air/water leakage of the scope connector, the angulation wires were stretched causing difficulty with camera maneuverability, the lens adhesive was worn, and the aspiration housing seal ring was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a blockage which was preventing aspiration of air and water. The issue was found during reprocessing of the device. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, a white plastic foreign object was clogging the nozzle. It was concluded that the foreign object was not from an olympus scope. There was no deformation or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.